Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump clock reset itself excessively. Customer reported that data could not download to carelink. Troubleshooting was performed and alarm history showed an external ram crc error alarm and off no power alarm and an unexpected restart error alarm, which customer did not recall any alarms. Customer's blood glucose was unknown. Insulin pump would need to be replaced.